Event description:
It was reported that customer experienced cgm error on sensor, which prevented normal use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, did not see error return, and successfully started new sensor session; no additional actions were required.